Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia and loss of consciousness. The patient's blood glucose (bg) level dropped to 53 mg/dl while wearing the pod longer than 48 hours. The patient's spouse called an ambulance and patient was treated by paramedics with intravenous medication; she also ate food to being up her bg levels. Patient refused to go to the hospital after this was suggested by paramedics.